Event description:
A malfunction alarm occurred with the customer's pump, identified by a specific malfunction code. Due to the issue, the customer's blood glucose level exceeded 500 mg/dl, reaching an unspecified high value. The customer addressed the high blood glucose level with a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support assisted the customer by providing pump reset instructions and ensuring the pump functioned correctly after resetting. The customer was advised to continue using the pump and to contact support again if the malfunction recurred.